Event description:
A customer reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary information and walked the customer through a pump reset, after which the error did not reappear, and the customer successfully started a new sensor session.